Event description:
It was reported that a large volume intermate had a black mark on its filter. This was observed after the device was filled with vancomycin and before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured between june 5, 2014-june 6, 2014. The device was received for evaluation. Visual inspection revealed a black round-shaped particle approximately 0.02 square millimeters in length, embedded in the material of the stress-member plug component. The particle was not in the fluid path. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).should additional relevant information become available, a supplemental report will be submitted.